Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. The insulin pump had cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding. Customer's blood glucose was unknown. Insulin pump will be replaced.